Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Product ID 8840, product type programmer, physician. Product ID 8840, product type programmer, physician. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving hydromorphone (9 mg/ml, 1.6452 mg/day) and ropivacaine (1 mg/ml, 01828 mg/day) via an implantable drug infusion pump for non-malignant pain. On (B)(6) 2018, the patient attempted to refill the pump but the pump was flipped. The hcp manually flipped the pump back and refilled the pump. On (B)(6) 2018, the hcp decided to perform a catheter revision and found the catheter was twisted at the pump end. The proximal segment was revised. During the revision, they discovered they had not updated the pump when it was filled on (B)(6) 2018. Calculations were made (flow rate 0..1828ml/day x 4dys = 0.7312ml delivered) and the correct reservoir volume was programmed. The patient did not experience any symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-june-28, additional information was received from the manufacturer representative (rep). It reported the hcp discarded the catheter. The cause of the flipping was stated as "unknown, due to the catheter being all twisted, the physician thought a "twiddler" patient". The patient's status was unknown as the rep has not heard from the facility or the patient since this incident.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-sep-08 from a health care provider via a device manufacturer representative. It was reported that the patient was having withdrawal symptoms. The hcp suspected loss of therapy because the pump was flipping in the pocket. The hcp was going to perform surgery on 2018 (B)(6) to fix the issue. There were no known environmental, external or patient factors which may have caused or contributed to the issue. The issue was not considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.